Event description:
It was reported that a few days ago healthcare provide (hcp) saw the patient for a refill and expected the residual volume to be 4.4ml, however they didn't pull anything out of pump. Hcp refilled the pump and saw patient again on the day of this report; the expected volume was 38.4 ml and the actual was 37.5 ml. It was further stated that patient had been acting "weird" for a few weeks now. Symptoms included "droggyness and forgetting to breath"; these symptoms were continual. Patient lived in a warm climate; unknown if patient had been in hot tubs or sauna. Hcp planned to explant the pump. Drugs delivered were clonidine and compounded baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported that other than the symptoms reported previously, the patient was ¿more sloppy and flustered¿ than she should be.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient experienced both overdose and under-dose symptoms. The patient would experience these symptoms in cycles of every 10 days to 2 weeks. The patient experienced severe spasticity then flaccidity in the cycles. Residual volume inconsistencies were noted; however, the pump logs did not show any alarms or issues. The pump was replaced on (B)(6) 2012 and was sent back for analysis. The patient outcome was reported as recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model: 8709, lot# j10966r20, implanted: 2002 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the reservoir volume did not match the amount aspirated and the pump was running "at a much faster rate". Additional symptoms included extreme apnea, sedation and poor pain control. The patient outcome was reported as recovered without sequelae. The reporter stated that the "patient is doing fine now". Additional medication used in the pump was bupivacaine.

Manufacturer narrative:
(B)(4). Analysis of the pump found deformed pump tube on pump head. Pump passed dispense testing and was with in spec. The spurts on dispense graphing did not appear quite normal compared to a known good dispense graphs. Returned product analysis decided that because of the slight abnormal dispense graph that doing an infusion test at 300 ul for 3 full revolutions for 15 hours may showed a pattern of an anomaly. This test failed dispense accuracy and was out of spec. This inconsistency in the dispense/infusion accuracy was the reason there were volume discrepancies and over/under dose issues. Upon destructive analysis it was discovered that the pump tube had been discolored, hardened with loss of elasticity. There were signs of residue on one of the motor wire feedthroughs. The conclusion of rpa analysis is as follows: a combination of mechanical and chemical stresses may have contributed to the change in the cross section of the tube therefore affecting the accuracy of the pump's infusion. (B)(4).